Manufacturer narrative:
It was reported that the device has been returned to the MFR for eval and an investigation into the root cause for the incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. A review of the device history records was performed for the reported packaging and component lots of any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance spec. (B)(4).

Event description:
As reported (B)(6) 2015, a pt of unk age and gender underwent a PICC replacement post procedure, due to a luer of the PICC partially detaching from the extension leg tubing. The PICC was removed and replaced with a new of the same device. The pt suffered no harm or injury due to the event. It was reported that the disposable device has been returned to the MFR for eval.